Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while clipping the cystic artery during a laparoscopic cholecystectomy procedure, the surgeon was still able to squeeze the handle and the jaws were still able to close but the surgeon felt that the clips were not closing completely along the vessel. A different clip applier was opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with nine remaining clips. A container was received with four partially formed clips and one clip that did not belong to this device. Visual inspection of the instrument noted no abnormalities. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the partially formed clip may occur when the handle is not completely cycled and allowed to return to the neutral position. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.